Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the sensor does not communicate with the insulin pump. Upon checking the history of the device there was a sensor end alarm. The customer stated that they get a lot of low alarms at night when their blood glucose is not low. The customer was advised that those alarms are caused due to sleeping on the site or applying pressure on the site. The blood glucose was 101 mg/dl. Nothing further was reported.